Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The foreign distributor determined that the cause of this event was a faulty front panel. The foreign distributor was shipped a replacement front panel to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for eval. As of (B)(4) 2015, the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a follow up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to info provided by a distributor in (B)(4). "Our dealer claims the touch screen is defective, when they press on one icon another icon is activated, they claim the front panel was replaced and the problem was corrected. Our dealer claims this unit was not on a pt when the problem occurred."